Manufacturer narrative:
This event was determined reportable due to the difficulty that the surgeon encountered during the surgery. Because of the location of implantation, there is the increased likelihood that with multiple trials at constructing the product, trauma could occur to the adjacent structures which could lead to increase hospital time, vascular or intestinal injury or even death due to a vascular injury. The extension of the surgical time is not a factor in this case.

Event description:
During the initial implantation of the infix device at the l5-s1 area, the surgeon had difficulty with constructing the construct within the patient. It was stated that the surgeon choose a medium implant due to the patient's anatomy. The construct was within the patient and upon removal of the inserter, the two medium 8mm struts proceeded to come out with the instrument. The surgeon attempted to construct the device as per the surgical technique, however, the struts continued to back out. After the second attempt, the surgeon converted to a smaller size and formed the construct outside of the patient and then implanted it and locked it without any untoward event. There was a delay of 30-45 minutes due to the difficulties with the device.